Event description:
It was reported to medtronic that a visao handpiece gets "too hot". No specific event date, context, or patient impact was provided.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint device was returned to medtronic. Inspection revealed that the bearings were corroded which could have led to excessive heat.